Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited intermittent touch screen unresponsiveness during use, which improved when the user interacted with the screen using a thumb after troubleshooting and education were provided. Symptoms included no clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included complaint history review and user troubleshooting guidance. Investigation of this case revealed that the device continued to function when operated with an alternative touch input and that no alarms or alerts were generated. It was concluded that the device was functioning within specification at the time of the interaction and that the observed behavior was user-interaction related.